Event description:
The customer received questionable phenytoin results on their c501 analyzer. The customer provided data for four patients, of which there were two patients with discrepant results reported outside the laboratory. The first patient's initial phenytoin result was <0.3 ug/ml accompanied by a data flag. This result was reported to the emergency room physician as <1.0 ug/ml. The physician questioned the <1.0 ug/ml result and the sample was sent to a sister facility to be analyzed on their c501 (serial number not provided). The first repeat result was 13.9 ug/ml. The sample was sent back to the original facility and retested on the initial analyzer. The second repeat result was 12.3 ug/ml. 12.3 ug/ml was reported to the physician as a corrected report. This patient was not adversely affected by this event. On (B)(6) 2011, the second patient had an initial phenytoin result of 0.6 ug/ml accompanied by a data flag. The analyzer performed an auto repeat and the result was 0.9 ug/ml. The result was reported as <1.0 ug/ml. The sample was repeated at the customer's sister site with a result of 1.2 ug/ml. The second patient did not receive any treatment in the emergency room and was not admitted to the hospital based on the erroneous result. The phenytoin reagent lot number was 64018901 and the expiration date was 08/31/2012. The customer declined a service visit.

Manufacturer narrative:
A specific root cause was not identified. The customer stated the sample was not inverted according to the recommendations of the tube manufacturer which is assumed to be the cause of the event. It was also noted the customer had the automatic rerun setting turned on for this assay. The package insert instructs customer to deselect automatic rerun for this test application. No adverse events were reported.